Event description:
The pt fell on her outstretched, right hand resulting in a fractured distal radius. After several weeks, a non-union was diagnosed. Orif was performed on december 30, 1997. Eight weeks after surgery and approx one to two weeks of physical therapy, the pt felt a change in motion. The plate had broken and was removed.